Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, computed tomography revealed l2-l3 interspace and two filter struts perforated the inferior vena cava up to 3 mm. Approximately one year later, computed tomography revealed the filter was in the mid abdominal inferior vena cava with its superior tip at the l2 vertebral level. The inferior vena cava at the level of the filter and below as well as the right iliac vein are chronically scarred/thrombosed possibly caused or worsened by the presence of the filter. Three filter struts perforated the inferior vena cava up to 4 mm. The filter was then removed through the sheath. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6 (device, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. At some time post filter deployment, it was alleged that the ivc at the level of the filter below the right iliac vein are chronically scarred and thrombosed. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. Medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter secondary to deep vein thrombosis and pulmonary embolism following total knee arthroplasty surgery. Deployment was via the right inferior jugular vein and positioned within the infrarenal inferior vena cava, confirmed with post-deployment imaging. Approximately thirteen months post ivc deployment, the patient had a venous duplex showing acute occlusive thrombus in the right lower extremity. A CT of the abdomen noted the presence of the inferior vena cava filter with narrowing of the inferior vena cava. Patient was hospitalized for three days of treatment with anticoagulation. Approximately three years and eighteen months, the patient underwent retrieval of the ivc filter due to worsening pain and bilateral lower extremity swelling. A completion venogram was obtained and the ivc filter was retrieved in its entirety and confirmed with pathology that showed the filter to be ¿grossly intact.¿ this was followed by stenting with a final impression of complete chronic occlusion the inferior vena cava below the level of the previously placed infrarenal vena cava filter to the level of the common femoral veins bilaterally with successful stent placement within the iliac to common femoral veins bilaterally, resulting in good antegrade flow. Coumadin was continued post-deployment. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2016, manufacturing date: 11/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc at the level of the filter below the right iliac vein are chronically scarred and thrombosed. The device was removed percutaneously. The status of the patient is unknown.